Manufacturer narrative:
Initial implantation dates unavailable at the time of this report, this report is filed on november 29, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia and underwent revision surgery on (B)(6) 2016 to replace abutment.